Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Customer reportedly received results of 57 mg/dl and 109 mg/dl within 10 minutes on the compact system (meter strip lot number 20655842, expiration date 06/30/2008). Customer did not provide the location of the discrepant results. No low blood symptoms reported. No action was taken based on device results. No adverse event reported. L1 control was run and in range. Requested return of suspect device and replacement was sent.